Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that cutting failure during vitrectomy surgery. The cutter was dull. The condition of aspiration and actuation was unknown. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
One opened probe was received with a tip protector, in a tray. The returned sample was visually inspected and found to be non-conforming with the needle bent at the stiffener sleeve. The sample was then functionally tested for actuation and cut. The sample was conforming for cut and was non-conforming for actuation. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed along the majority of the length of the inner cutter. The inner cutter was observed to be bent. Wet, black foreign material was observed at multiple locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation does not confirm that the probe had a cut failure. The evaluation indicated that the probe had an actuation failure. The cut functionality of the probe was conforming, however, the observed actuation failure could have caused the probe to not cut at the time the reported event was observed. The most likely cause for the actuation failure is the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. The reported cut failure was not confirmed and an exact root cause for the bent needle and the bent inner cutter was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).